Event description:
Reported via clinical study it was reported acute pericarditis occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. The patient was reported to have come to the emergency room (ER) with chest pain and shortness of breath two (2) days following the watchman implant. Computed tomography (CT) imaging of the chest was completed and was negative for a pulmonary embolism. The patient was admitted to the hospital. Laboratory tests were completed; however, the cause of the pericarditis was unknown. The patient was placed on colchicine 0.6mg twice a day.